Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the celiac trunk. Pre-dilation was performed with a 5.0mm balloon. A 7.0x20 express ld iliac / biliary stent was then advanced into the patient. While in the patient's aorta, the stent dislodged from its delivery system, but remained on the guide wire. A snare was advanced over the wire and the stent was successfully pulled back into the sheath placed in the groin. The procedure was completed with another of the same device. No patient complications were reported and the patient is noted to be doing very well.

Manufacturer narrative:
Device evaluated by MFR: received for analysis was the express ld delivery catheter with the stent detached and received caught in a snare. An examination of the balloon found a clear impression of the stent crimp on the balloon material. The balloon was tightly folded and did not appear to have been subjected to any positive pressure. The detached stent was retrieved with a snare. There was no stent strut damage apart from the end section that was trapped in the snare. A review of the stent measurements in the device history record highlighted no abnormalities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the celiac trunk. Pre-dilation was performed with a 5.0mm balloon. A 7.0x20 express® ld iliac / biliary stent was then advanced into the patient. While in the patient's aorta, the stent dislodged from its delivery system, but remained on the guide wire. A snare was advanced over the wire and the stent was successfully pulled back into the sheath placed in the groin. The procedure was completed with another of the same device. No patient complications were reported and the patient is noted to be doing very well.